Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm and a broken force sensor was detected during seating or regular delivery alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection.

Event description:
Customer reported via phone call that the insulin pump had critical pump error and pump error broken force sensor was detected during regular delivery. Customer's blood glucose level was 246 mg/dl. Customer reports they were able to clear the alarm. The device will be returned for analysis.